Manufacturer narrative:
Eval summary: two devices (a-b) were returned for analysis. Device (a) was rec'd in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. Device (b) was rec'd with the advancer broken. The instrument was cycled and pear shaped 5 clips due to the advancer condition. In addition, a jamming issue was noted during analysis. Our mfg batch history review identified that a short fed issue was detected during the mfg of this batch. When this occurs, our quality sys documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. Device info: batch #: d9df2f. Eval results = broken advancer.

Event description:
The customer reports that during a lap cholecystectomy procedure, the first device, when squeezed, the handle, the staple came out partially and then jammed. The second one gave loud crunch sound and the staples fell out while testing. They used a different device to complete the procedure. There was no pt consequence reported.